Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no issues. Tactile examination found that the female luer was slightly unfastened from the male luer of a concomitant set. Functional testing in the as-received state resulted in leaking, but the leaking stopped when the set was completely fastened. Dimensional testing was performed; all parts were within specifications. The root cause of the leak was an unfastened connection between the male and female luer of the extension sets.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a vecuronium infusion the set leaked at an unspecified location, resulting in the patient moving more than expected while being on a paralytic agent. There was no report of lasting harm.